Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level due to needing adjustments to the pump settings. Customer consumed carbohydrates to address the low bg level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.